Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) the device was unable to measure lead impedances. The device was not used and a new device was implanted was able to read impedances properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Hybrid testing and evaluation confirmed the incorrect lead measurements. Additional analysis showed that the failure was in the viz sensor circuit of the l404 integrated circuit. The device was reset during analysis. As a result, the failure mechanism within l404 was not determined. If information is provided in the future, a supplemental report will be issued.